Manufacturer narrative:
It was reported that an air hose was damaged. The air hose has been sent back for investigation. It is confirmed that the air hose connector was easy to be separated from the hose. The hose was investigated by the supplier. The root cause according to the supplier was the first potential root cause identified was that the hose barb on the fitting for ohio medial pn if-fmia-hb4-el measured undersized when compared to other fittings. The fitting used for the impacted hose is a purchased component. The second root cause identified was that the hose crimps were subjected to wear overtime through use. The ventilator will switch to 100% o2. However, the worst case is that both hoses get ruptured at the same time then it will lead to a stop of ventilation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that an air hose was damaged. There was no patient harm reported. Manufacturer's ref. #: (B)(4).